Event description:
The customer reported via phone call that they experienced low and high blood glucose levels. The customer explained that she was recovering from a cold at the time of the call. The customer's blood glucose was as low as 32 mg/dl and as high as 535 mg/dl. The customer also reported issues with differences between the sensor glucose and blood glucose readings. The customer stated that they received a sensor glucose reading of 90 mg/dl when their actual blood glucose was 30 mg/dl. The customer also received weak signal alerts. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.